Event description:
It was reported that a homecare pt was receiving an unspecified infusion. The programmed parameters were unspecified. Reportedly, the pump display indicated that the fluid was being delivered; however, the amount of fluid in the bag remained the same. At an unspecified time, the therapy was continued after a replacement pump was received. There were no reported adverse pt effects. Though requested, no additional info was provided.